Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148957.

Event description:
It was reported that a patient presented with low pacing impedance noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.